Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted during which the surgeon noted the mesh had folded over on itself and adhered. Adhesions were taken down as well. It was reported that the patient experienced severe pain, discomfort and constipation. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in separate files. No additional information is provided.